Event description:
It was reported that the probe does not display temperature readings. No information about patient impact was provided. Additional information has been requested but no new information has been received as of (B)(6) 2014.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.